Event description:
It was reported that a proultra tip #5 separated in a pt's tooth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of the body structure or function (though such intervention is inadvisable per expert opinion provided by dr. (B)(4)). Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.